Event description:
Customer reported the system displayed a temperature sensor failure and is not working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the temperature sensor connector. System operates as intended. This MDR is related to ge healthcare complaint.